Event description:
On (B)(6) 2013, lifescan was contacted by a customer alledging that their device would return to setup mode when in use. This issue was not resolved at the time of complaint. There is nothing to suggest that this malfunction contributed to a serious injury or death.